Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, upon inserting, the balloon burst. The procedure was completed with another of the same device. There were no complications and patient was in good condition after the procedure.